Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)") and device expulsion ("migration of the device / migration of essure device location of device: by endometrium") in a 36-year-old female patient who had essure (batch no. A36624-not valid , a20065-valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced anxiety ("anxiety / mental anguish"), panic attack ("panic attacks") and depression ("depression"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdomen pain"), pain in extremity ("right leg pain") and complication of device insertion ("left essure coil wasn't staying in place"). The patient was treated with surgery (unilateral salpingectomy - left side) and surgery (salpingectomy of the left fallopian tube). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device expulsion, anxiety, panic attack, depression, migraine, headache, weight increased, abdominal pain, pain in extremity and complication of device insertion outcome was unknown. The reporter considered abdominal pain, anxiety, complication of device insertion, depression, device expulsion, fallopian tube perforation, headache, migraine, pain in extremity, panic attack and weight increased to be related to essure. The reporter commented: current weight 137 lbs right side had 3 coils, and left side had 3 coils visible in uterine cavity (B)(6) 2013 : left side had 5 coils visible in uterine cavity . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded); on (B)(6) 20133: successful occlusion of the right fallopian tube; on (B)(6) 2013: left tube patency (B)(6) 2013 : hysterosalpingogram : patent left fallopian tube but essure tube lying medial to the orifice of the tube, occluded right fallopian tube. 15-mar-2013: hysterosalpingogram : malpositioned left essure wire was outside of the fallopian tube. A36624-invalid , a20065-valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)') and device expulsion ('migration of the device / migration of essure device location of device: by endometrium') in a 36-year-old female patient who had essure (batch no. A36624-inv, a20065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced anxiety ("anxiety / mental anguish"), panic attack ("panic attacks") and depression ("depression / psych injury"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdomen pain"), pain in extremity ("right leg pain"), complication of device insertion ("left essure coil wasn't staying in place"), restless legs syndrome ("restless leg") and post procedural complication ("post removal complication"). The patient was treated with surgery (unilateral salpingectomy - left side and salpingectomy of the left fallopian tube). Essure was removed on (B)(6)2013. At the time of the report, the fallopian tube perforation and device expulsion had resolved and the anxiety, panic attack, depression, migraine, headache, weight increased, abdominal pain, pain in extremity, complication of device insertion, restless legs syndrome and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, complication of device insertion, depression, device expulsion, fallopian tube perforation, headache, migraine, pain in extremity, panic attack, post procedural complication, restless legs syndrome and weight increased to be related to essure. The reporter commented: current weight 137 lbs right side had 3 coils, and left side had 3 coils visible in uterine cavity (B)(6) 2013 : left side had 5 coils visible in uterine cavity received treatment for migration , perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: unilateral occlusion (right tube occluded); on (B)(6) 2013: results: successful occlusion of the right fallopian tube; on (B)(6) 2013: results: left tube patency. (B)(6) 2013 : hysterosalpingogram : patent left fallopian tube but essure tube lying medial to the orifice of the tube, occluded right fallopian tube. (B)(6) 2013: hysterosalpingogram : malpositioned left essure wire was outside of the fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet revived : new reporter, events - psych injury clubbed with depression, post removal complication added. Outcome of the events pelvic pain, migration, perforation updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)") and device expulsion ("migration of the device / migration of essure device location of device: by endometrium") in a 36-year-old female patient who had essure (batch no. A36624, a20065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced anxiety ("anxiety / mental anguish"), panic attack ("panic attacks") and depression ("depression"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdomen pain"), pain in extremity ("right leg pain") and complication of device insertion ("left essure coil wasn't staying in place"). The patient was treated with surgery (unilateral salpingectomy - left side) and surgery (salpingectomy of the left fallopian tube). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device expulsion, anxiety, panic attack, depression, migraine, headache, weight increased, abdominal pain, pain in extremity and complication of device insertion outcome was unknown. The reporter considered abdominal pain, anxiety, complication of device insertion, depression, device expulsion, fallopian tube perforation, headache, migraine, pain in extremity, panic attack and weight increased to be related to essure. The reporter commented: current weight 137 lbs. Right side had 3 coils, and left side had 3 coils visible in uterine cavity. (B)(6) 2013 : left side had 5 coils visible in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded); on (B)(6) 2013: successful occlusion of the right fallopian tube; on (B)(6) 2013: left tube patency (B)(6) 2013 : hysterosalpingogram : patent left fallopian tube but essure tube lying medial to the orifice of the tube, occluded right fallopian tube. (B)(6) 2013: hysterosalpingogram : malpositioned left essure wire was outside of the fallopian tube. Most recent follow-up information incorporated above includes: on 26-jun-2018: events- "anxiety, panic attacks, depression, migraines, headaches, perforation (fallopian tube(s), weight gain, abdomen pain, right leg pain, left essure coil wasn't staying in place", reporter, lot number, lab data added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)') and device expulsion ('migration of the device / migration of essure device location of device: by endometrium') in a 36-year-old female patient who had essure (batch no. A36624 not valid, a20065 valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced anxiety ("anxiety / mental anguish"), panic attack ("panic attacks") and depression ("depression"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdomen pain"), pain in extremity ("right leg pain"), complication of device insertion ("left essure coil wasn't staying in place") and restless legs syndrome ("restless leg"). The patient was treated with surgery (unilateral salpingectomy - left side and salpingectomy of the left fallopian tube). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device expulsion, anxiety, panic attack, depression, migraine, headache, weight increased, abdominal pain, pain in extremity, complication of device insertion and restless legs syndrome outcome was unknown. The reporter considered abdominal pain, anxiety, complication of device insertion, depression, device expulsion, fallopian tube perforation, headache, migraine, pain in extremity, panic attack, restless legs syndrome and weight increased to be related to essure. The reporter commented: current weight 137 lbs. Right side had 3 coils, and left side had 3 coils visible in uterine cavity. (B)(6) 2013 : left side had 5 coils visible in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: unilateral occlusion (right tube occluded); on (B)(6) 2013: results: successful occlusion of the right fallopian tube; on (B)(6) 2013: results: left tube patency. (B)(6) 2013 : hysterosalpingogram : patent left fallopian tube but essure tube lying medial to the orifice of the tube, occluded right fallopian tube. (B)(6) 2013: hysterosalpingogram : malpositioned left essure wire was outside of the fallopian tube. A36624-invalid , a20065-valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New events added: restless leg. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)') and device expulsion ('migration of the device / migration of essure device location of device: by endometrium') in a 36-year-old female patient who had essure (batch no. A36624-inv,a20065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced anxiety ("anxiety / mental anguish"), panic attack ("panic attacks") and depression ("depression / psych injury"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdomen pain"), pain in extremity ("right leg pain"), complication of device insertion ("left essure coil wasn't staying in place"), restless legs syndrome ("restless leg") and post procedural complication ("post removal complication"). The patient was treated with surgery (unilateral salpingectomy - left side and salpingectomy of the left fallopian tube). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device expulsion, abdominal pain and pain in extremity had resolved and the anxiety, panic attack, depression, migraine, headache, weight increased, complication of device insertion, restless legs syndrome and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, complication of device insertion, depression, device expulsion, fallopian tube perforation, headache, migraine, pain in extremity, panic attack, post procedural complication, restless legs syndrome and weight increased to be related to essure. The reporter commented: current weight 137 lbs right side had 3 coils, and left side had 3 coils visible in uterine cavity (B)(6) 2013 : left side had 5 coils visible in uterine cavity received treatment for migration , perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: unilateral occlusion (right tube occluded); on (B)(6) 2013: results: successful occlusion of the right fallopian tube; on (B)(6) 2013: results: left tube patency. (B)(6) 2013 : hysterosalpingogram : patent left fallopian tube but essure tube lying medial to the orifice of the tube, occluded right fallopian tube. (B)(6) 2013: hysterosalpingogram : malpositioned left essure wire was outside of the fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for events pertaining to pain were updated to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)') and device expulsion ('migration of the device / migration of essure device location of device: by endometrium') in a 36-year-old female patient who had essure (batch no. A36624-inv, a20065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced anxiety ("anxiety / mental anguish"), panic attack ("panic attacks") and depression ("depression"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdomen pain"), pain in extremity ("right leg pain"), complication of device insertion ("left essure coil wasn't staying in place") and restless legs syndrome ("restless leg"). The patient was treated with surgery (unilateral salpingectomy - left side and salpingectomy of the left fallopian tube). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device expulsion, anxiety, panic attack, depression, migraine, headache, weight increased, abdominal pain, pain in extremity, complication of device insertion and restless legs syndrome outcome was unknown. The reporter considered abdominal pain, anxiety, complication of device insertion, depression, device expulsion, fallopian tube perforation, headache, migraine, pain in extremity, panic attack, restless legs syndrome and weight increased to be related to essure. The reporter commented: current weight 137 lbs. Right side had 3 coils, and left side had 3 coils visible in uterine cavity. (B)(6) 2013 : left side had 5 coils visible in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: unilateral occlusion (right tube occluded); on (B)(6) 2013: results: successful occlusion of the right fallopian tube; on (B)(6) 2013: results: left tube patency. (B)(6) 2013 : hysterosalpingogram : patent left fallopian tube but essure tube lying medial to the orifice of the tube, occluded right fallopian tube. (B)(6) 2013: hysterosalpingogram : malpositioned left essure wire was outside of the fallopian tube. Lot number a36624 reported is invalid. Lot number: a20065 manufacturing date: 2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy of the left fallopian tube). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: successful occlusion of the right fallopian tube incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.